Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, opening, yellow particles in the surface of the shell. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify opening sharp in the radius. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a sharp opening on radius assessed as to an unidentified (tear) opening.